Manufacturer narrative:
User facility has advised co that the doctor and the hospital feel this event is not reportable. Therefore, there will be no medwatch form filed by the user facility.

Event description:
Oncology pt with sarcoma of distal femur. Upon insertion of tool during surgery, allegedly the tool bent and the point would not go down far enough. A midas rex was used to remove the shoulder on the tool. The femur was cut with burr in order to disassemble.